Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose was unknown at the time of incident. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.